Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose levels were 440 mg/dl, 409 mg/dl, 269 mg/dl. Customer treated with insulin pump. The customer reported that the drive support cap appeared to be normal. The customer does not allege the insulin pump for under delivery. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart, external error alarm and no device deficiency anomaly noted during test.